Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and iliac artery aneurysm using a gore® viabahn® vbx balloon expandable endoprosthesis(vbx). The vbx device was placed without issue. On an unknown date in 2021, follow-up CT imaging revealed a distal type I endoleak on the vbx device placed at the right internal iliac artery. On (B)(6) 2021, reintervention took place, the right internal iliac artery was occluded as planned and an additional stent graft was placed up to the external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Device problem code 3191 used to describe type 1 endoleak. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.